Event description:
On (B)(6) 2025, a patient underwent stent placement via percutaneous biliary access site using e-luminex vascular stent. During the procedure, the proximal end of the stent was allegedly not completely deployed and left in the patient's body. Reportedly, the healthcare professional removed the deployment handle and forcibly retrieved the stent.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not provided for evaluation but a provided x-ray photo shows a partially deployed stent within the vessel. It is no clear at which point this image was taken and it doesn't show the entire deployment process which leads to inconclusive results. It was reported that the tracking vessel was not tortuous and pre-dilation was not performed. The reported use of the stent to treat biliary obstruction indicates an off-label use which is a potential cause for this kind of failure. Based on available information and provided images, the investigation was closed with inconclusive results for partial deployment. A definite root cause of the reported incident cannot be identified. The reported use of the stent to treat biliary obstruction indicates an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instructions for use states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery" h10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent stent placement via percutaneous biliary access site using e-luminex vascular stent. During the procedure, the proximal end of the stent was allegedly not completely deployed and left in the patient's body. Reportedly, the healthcare professional removed the deployment handle and forcibly retrieved the stent.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.